Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant, high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging revealed a cardiac perforation. The rv lead was repositioned in order to resolve the event and the patient was stable following the procedure.